Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. One clip was successfully implanted. To further reduce mr, an additional clip was inserted and placed on the mitral valve. However, tissue damage was observed after the placement. Therefore, the clip was removed and the procedure was discontinued. There was no clinically significant delay in the procedure. The following day, the patient underwent an additional procedure on the mitral valve with non-abbott devices.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported tissue injury. Based on available information, the reported tissue injury appears to be related to procedural conditions (leaflet damaged during placement of clip). The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.